Event description:
It was reported that the pulse generator exhibited a low r wave measurement of 0.5 mv down from previous r wave measurements of 6 mv. The patient will be seen in 6 months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.